Manufacturer narrative:
H10: multiple attempts have been made on 11jul2024, 24jul2024, and 12aug2024 to try to obtain further information about this case regarding the evaluation and repair; however, no response was received. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that when the device was powered on, a 1108 "machine pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that when the device was powered on, a 1108 "machine pressure sensor autozero failed" error occurred. The remote service engineer (rse) examined the event log and found that the 1108 error code was logged. The rse then reviewed the 1108 error per the service manual and discussed the suggested repair with the customer. The rse also provided the customer with the part number and price of the replacement solenoid valve for repair. Resolution and disposition are pending.